Manufacturer narrative:
Device expiration date this is a non-sterile device with no expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double bundle brush was used during scope cleaning. According to the complainant, during cleaning of the duodenal scope, it was noted that bristles from the brush detached. This happened two times in a day (report #3005099803-2018-60468) and (report #3005099803-2018-60503). It was reported that the suspect lot was taken out of use after the second time. There was no patient involvement.